Event description:
It was reported that the needle was difficult to retract from the patient. A leveen? Standard radiofrequency ablation (rf) probe was selected for use to treat a case of hepatocellular carcinoma (hcc). The device was extend into the patient for treatment. The device was able to be retracted and positioned at this time. The ablation was completed, but when removal of the probe was attempted, the device was stuck. Eventually, the probe was able to be retracted and removed from the patient. There were no patient complications as a result of this event, and the patient fully recovered.